Event description:
The pt heard rustling noises in 2005. Two days later, the sound at first was very quiet and then suddenly too loud to bear. Exchanging the external equipment did not alter the situation.